Event description:
On (B)(6) 2012, the patient underwent treatment for an n occlusion in the m1 segment (aspect score: 8). A merci catheter was used for aspiration but was not successful. A penumbra reperfusion catheter 041 and 054 were then used but were also not successful. The physician also used a gateway catheter, the reperfusion catheter 041, and the gateway catheter again but neither of the devices was successful in opening the vessel. A subarachnoid hemorrhage (sah) was confirmed after the blood clot in the mca was removed. The patient's condition was observed after the procedure. The sah was not considered serious. On (B)(6) 2012, embolization coils were placed due to bleed area expansion. The patient was out of the hospital at the time of this report. This MDR is associated with MDR 3005168196-2012-00359--00362.

Manufacturer narrative:
Conclusion code: hemorrhage is a known and anticipated complication associated with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device discarded by hospital.